Event description:
It was reported that a cartridge change error occurred. There was no information related to the impact on the customer's blood glucose level. The pump was not returned for inspection because it was out of warranty, and no additional information on the outcome was provided.